Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, the fiber optic extension cable connector was previously damaged on the cardiosave intra-aortic balloon pump (iabp) unit. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed reported complaint and replaced fiber optic sensor extension cable. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.